Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the retrieval sheath was not returned. Visual and microscopic examination of the returned device observed the radiopaque distal tip of the protection wire was found slightly curved. It was not wavy, or stretched. Visual inspection of the delivery sheath found approximately 5.2 cm of the distal end broken off (detached) from the rest of the sheath. The delivery sheath was found deformed and stretched. While the delivery sheath was found separated, no portion was found missing. The filter bag was found deployed, and observed to be in good condition and met specifications. Blood was found on the inside of the delivery sheath. The wire was found curved and kinked starting at approximately 124 cm, 127 cm, and 154 cm from the distal tip of the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that filter removal difficulties occurred. Vascular access was obtained via the femoral. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez¿ was selected for use. Carotid stenting was performed by the physician with a 6f mach1 guide catheter and the filterwire was positioned at the distal extracranial internal carotid artery. The physician tightened the torque device at the valve of the hemostatic y adapter to keep the wire in position for filter deployment. Retrieval of the delivery sheath was difficult, several attempts were required using force. Due to the required force, it was noted that the wire developed several kinks within the y adapter causing difficulty in removing the delivery sheath and also preventing stent advancement and the closure and removal of the filter. The adapter was disconnected and the open filter was pulled back through the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.